Event description:
During surgical procedure, surgeon noted that the prograsp forcep currently in use in patient was "frayed". It was taken out of patient and a new prograsp was obtained and used to finish the case. No damage to the patient was noted.